Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose level. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via insulin pump. The customer¿s current blood glucose level was 200 mg/dl. Troubleshooting was declined. The product will not be returned for analysis.